Manufacturer narrative:
The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event to be causally related to the index device and not related to anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient has a history of hyperlipidemia and diabetes. Index procedure was prompted by silent ischemia and positive stress test. During index procedure, a resolute onyx drug-eluting stent was implanted in the rca. A day post index procedure myocardial infarction was reported. It was reported that side branch occlusions were noted in rca after pci. Cec adjudicated event a non-q-wave mi of the target vessel (rca) and no event for stent thrombosis. Three days later after the mi event, a staged procedure was carried out with a resolute onyx implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted during the index procedure. Cec identified a non-q-wave mi (target vessel), 3rd udmi peri-pci.